Manufacturer narrative:
Investigation of returned suspect battery charger 2 confirmed the reported problem. During functional output bench testing it was noted channels e and f have no output. Channels b-d and g-h are within inspection parameters. Visual inspection noted all led's light. Leaking capacitors are present. Sense voltage measured 24.74vdc which is within inspection parameters. The reported issue was confirmed to be caused by an electrical failure of the charger board.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was determined that the system batteries and chargers required replacement. The parts were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system battery connectors were corroded. There was no patient present when this issue was identified. No additional details were provided.